Manufacturer narrative:
The reported observation of high impedances was confirmed. As received, microscopic inspection of the lead revealed all broken wires and that would cause high impedances. The cause of the issue is unknown.

Event description:
It was reported patient's lead had high impedances and was fractured after experiencing a fall. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.